Manufacturer narrative:
The philips biomed connected the monitor to a patient simulator to test device. The device did not read the vitals correctly. The biotech ordered a new mp5 to address the issue. The mp5 device was replaced to address the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the spo2 is not reading correctly. The device was in use on patient at time of event, there was no adverse event reported.